Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was to be used in the hepatoportal bile ducts to treat a hepatic portal bile duct stenosis during an endoscopic retrograde cholangiopancreatography (ercp), bile duct brushing, and biliary stenting procedures performed on (B)(6) 2024. During the procedure, the inner guide catheter of the delivery system was fractured. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event, and the patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Initial reporter address: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Initial reporter address: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: a flexima biliary stent was received for analysis. Visual analysis of the returned device found the push catheter was buckled, the guide catheter was detached, the push catheter suture hole was torn, the stent barb was deformed, and the guide wire was stuck in between the device push catheter and the detached guide catheter. Media inspection was performed and found the guide wire stuck inside the device and the push catheter buckled accordion. No damages were found on the touhy borst. Product analysis confirmed the reported event of guide catheter break, stent failure to deploy and push catheter buckled material. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use)/product label. The IFU cited: "completely retract the guidewire into the endoscope. If the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed." However, the physician did not follow the step cited in the IFU. The guidewire was inside the patient during the attempted deployment. The guide catheter was most likely detached due to the force applied when it was felt that the stent wasn't being deployed. This could have also happened due to the fact that the instructions for use weren't followed during the procedure, making the guide catheter unable to handle the amount of pressure. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instruction.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was to be used in the hepatoportal bile ducts to treat a hepatic portal bile duct stenosis during an endoscopic retrograde cholangiopancreatography (ercp), bile duct brushing, and biliary stenting procedures performed on (B)(6) 2024. During the procedure, the inner guide catheter of the delivery system was fractured. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event, and the patient's condition after the procedure was reported to be stable.